Event description:
It was reported that the customer was hospitalized for hbgs. The customer stated that the pump is not working properly. It was confirmed that the programming and histories were accurate. Moreover, the reservoir was placed correctly. While troubleshooting the customer stated that the leadscrew did not rotate completely. At that time, the customer was advised that a replacement will be sent. It was indicated that the customer revert to a back up plan per md protocol.